Event description:
It was reported that the patient experienced intermittent bradycardia and dizziness. It was also reported that the implantable pulse generator (ipg) was not pacing appropriately. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.